Event description:
It was reported that a neurosurgeon implanted an x-stop device into a pt. The pt reported that "it didn't help at all." The neurosurgeon recommended the pt consult with a "spine management doctor" for steroid injections. Reportedly, they "worked some." The pt consulted with another 'doctor who does back decompressions." The pt wants to have a bone density test and inquired as to the compatibility with the x-stop device. No additional information was reported.

Manufacturer narrative:
Method: device not returned, follow up conversation with company representative.